Event description:
A patient reports their personal diabetes manager (pdm) is not holding a charge. In addition the patient reports being unable to charge their pdm due to the battery being swollen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.